Event description:
It was reported that during a da vinci s surgical procedure, while the harmonic curved shears instrument was used to grasp the tissue, the white colored protector slid out backward. Furthermore, the location of the white part (protector) was out of normal range. It was also noted that the protector was shaking up and down. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the (B)(4) pad is able to slide up and down on the clamp arm. The pad cannot be pulled off of clamp arm, it is still retained in groove. The pad was checked against other pads on other inserts and this pad is slightly narrower in width, which allows for greater travel up and down the clamp arm. The pad width is still within specification, however. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.